Event description:
The customer returned the device stating, ¿missing battery stabilizer¿; during device evaluation it was found that the upstream occlusion (uso) seal was separating. Status of the product at the time of the event was during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer complaint of "missing battery stabilizer" confirmed with visual inspection and functional testing. Found cracks on battery compartment. The cause was unknown. Further investigation found upstream occlusion (uso) seal separating. Replaced uso seal and battery compartment. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.